Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: the pre-op and post-op x-rays are not available to analyze the fixation. Also, surgical notes provided do not indicate any deviations in the surgical procedure followed. With the available info, an exact cause of failure cannot be determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt was revised for an unk reason.